Manufacturer narrative:
(B)(4). It was reported that a pediatric patient was using an adult receiver. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient to report that the receiver display is freezing on (B)(6) 2015. Foreign distributor did not report any injury or medical intervention. Pediatric patient is using an adult receiver.